Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the coils are embedded within the lumina."), pelvic pain ("pelvic pain"), pelvic inflammatory disease ("other injury(ies) or complication please describe: pelvic inflammation") and pemphigoid ("autoimmune disorder type of disorder: pemphigoid (autoimmune skin disorder)") in a 24-year-old female patient who had essure (batch no. C280208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she specifically denies chills ,dysparunia or dysuria, constipation or diarrhea, std screening, abdominal distention, risk factors of recently entering into a new sexual relationship, change in weight, any discharged. Concurrent conditions included low back pain, vomiting, dizziness, vaginal irritation, vaginal discharge, irregular menstruation, metrorrhagia, postoperative pain, depression, irritable bowel syndrome and infection. Concomitant products included bactrim (mortin), naproxen and panadeine co (tylenol #3). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pemphigoid (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic inflammatory disease, pemphigoid, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain lower outcome was unknown and the pelvic pain and nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pemphigoid and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2016: mild keratosis of the exocervical epithelium on (B)(6) 2016 pathology test was performed having result occasional clusters of lymphoid cells are noted, especially in the deeper endometrium. Chronic inflammatory cells are present both within the tubal epithelium as well as among macrophages in the lumen of the tube. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain, abdominal pain lower,right ovarian cyst, nausea, pelvic inflammation, abnormal vaginal bleeding, migraine. Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events " abnormal bleeding vaginal, menorrhagia, pemphigoid (autoimmune skin disorder), migraines ,headaches, dysmenorrhea (cramping), pelvic inflammation; right ovarian cyst, lower abdominal pain" are added. Patient, reporter and product information are added. Lot number added. Concomitant drug and conditions are added. Lab data added. Outcome of events pain and nausea are recovered/ resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("other injury(ies) or complication please describe: pelvic inflammation") and pemphigoid ("autoimmune disorder type of disorder: pemphigoid (autoimmune skin disorder)") in a 24-year-old female patient who had essure (batch no. C280208- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she specifically denies chills, dysparunia or dysuria, constipation or diarrhea, std screening, abdominal distention, risk factors of recently entering into a new sexual relationship, change in weight, any discharged. Concurrent conditions included low back pain, vomiting, dizziness, vaginal irritation, vaginal discharge, irregular menstruation, metrorrhagia, postoperative pain, depression, irritable bowel syndrome and infection. Concomitant products included bactrim (mortin), naproxen and panadeine co (tylenol #3). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pemphigoid (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy).at the time of the report, the pelvic pain and nausea had resolved and the pelvic inflammatory disease, pemphigoid, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pemphigoid and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2016: mild keratosis of the exocervical epithelium on (B)(6) 2016 pathology test was performed having result occasional clusters of lymphoid cells are noted, especially in the deeper endometrium. Chronic inflammatory cells are present both within the tubal epithelium as well as among macrophages in the lumen of the tube. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain, abdominal pain lower,right ovarian cyst, nausea, pelvic inflammation, abnormal vaginal bleeding, migraine. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("other injury(ies) or complication please describe: pelvic inflammation") and pemphigoid ("autoimmune disorder type of disorder: pemphigoid (autoimmune skin disorder)") in a 24-year-old female patient who had essure (batch no. C280208- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she specifically denies chills, dysparunia or dysuria, constipation or diarrhea, std screening, abdominal distention, risk factors of recently entering into a new sexual relationship, change in weight, any discharged. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included low back pain, vomiting, dizziness, vaginal irritation, vaginal discharge, irregular menstruation, metrorrhagia, postoperative pain, depression, irritable bowel syndrome, infection and body mass index normal. Concomitant products included bactrim (mortin), cilest (sprintec) from (B)(6) 2015 to (B)(6) 2016, naproxen and panadeine co (tylenol #3). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pemphigoid (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("right ovarian cyst"), abdominal pain lower ("lower abdominal pain"), device expulsion ("migration of essure device location of device: uterine fundus,"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal discomfort ("vaginal irritation"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and nausea had resolved and the pelvic inflammatory disease, pemphigoid, abdominal pain, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, ovarian cyst, abdominal pain lower and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pemphigoid, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: discrepancy of date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2016: mild keratosis of the exocervical epithelium. On (B)(6) 2016 pathology test was performed having result occasional clusters of lymphoid cells are noted, especially in the deeper endometrium. Chronic inflammatory cells are present both within the tubal epithelium as well as among macrophages in the lumen of the tube. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, pelvic pain, abdominal pain lower,right ovarian cyst, nausea, pelvic inflammation, abnormal vaginal bleeding, migraine. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: other relevant history, concomitant drugs and new events: migration of essure device location of device: uterine fundus, psychological or psychiatric problems condition: depression, vaginal irritation were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.